Event description:
It was reported that the customer experienced a low blood glucose (bg) level under 54 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address the issue and went to the emergency room. Customer was treated with "a 50/50 IV, and doctor gave pb sandwich and juice" and was discharged the following day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.